Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during treatment, when the melolin sterile 20x10cm ctn 100 was taken out of the carton, a brawn flat foreign substance in the pad was found. Treatment was performed with a back-up device instead. No harm to the patient or any further complications reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation confirmed a brown flat foreign substance in the pad ,establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.